Event description:
An 18 fr coude inserted without resistance. Moments after filling the balloon, blood return noted. Consulted urology. After removing foley, this nurse observed the balloon had ruptured. Urology used cystoscopy and placed a 18 fr council foley..